Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized with a blood glucose of 24 mg/dl while on an alternate treatment plan after the pump became damaged. The reporter stated that the patient had been off the pump for a while but wished to resume pump therapy. The reporter stated that the pump battery compartment had become worn and the battery cap was unable to secure to the pump without the yellow o-ring being visible. The patient was reportedly being treated with insulin injections after the pump became damaged. This report is made based on the allegation that the patient was hospitalized with hypoglycemia after using an alternate treatment plan related to the pump becoming damaged.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/06/2013 with the following results: unable to confirm loss of power in black box because patient discontinued use of pump. The last delivery recorded was made on (B)(6) 2014. On (B)(6) 2013 the pump date was incorrectly set to (B)(6) 2014. .unable to confirm the battery compartment was cracked at opening of chamber. No damage visible in battery chamber. The battery compartment threads are intact. Confirmed the battery cap threads are stripped. Battery cap returned with the pump is unable to fully tightened due to stripped cap threads. A power loss was duplicated as a result of the stripped battery cap threads detaching. A test battery cap was able to be fully tightened until the o-ring was seated and cap was flush with the pump case. Pump was exercised for 24 hours with a new test cap, no power loss was observed. Battery cap height and width within specification. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Observed the text on the display screen is dim/faded and has become discolored upon start up and difficult to read. The contrast setting was increased to the maximum of '10' with little improvement observed. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.